Event description:
It was reported that the device was nearing elective replacement indicator (eri) and the battery voltage was reducing rapidly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file _873000 shows minimum battery equal to 2.92 to 2.66 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt (recommended replacement time) less than or equal to 2.62 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to (B)(4) shows minimum battery equal to 2.92 to 2.66 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.62 volts. Subsequently, the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.